Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line tubing leaked near the flexicap. This was noted after priming the line for peritoneal dialysis. The patient was not connected at the time of the event. The technical services representative assisted the patient in ending therapy. The customer planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and no issues were noted. Functional testing was performed which included leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.